Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer was using off-label insulin as well as insulin that had been exposed to extreme temperatures. Tandem technical support educated the customer on approved insulins for the pump as well as insulin labeling. Customer administered a correction injection to address the bg. Customer to replace supplies as necessary and resume insulin.